Event description:
It was reported, while in the cath lab theatre, the md inserted the sheath via the right groin. After inserting the iab, it was connected to the pump. As soon as the pump was turned on, it alarmed "kinked catheter" and blood was seen in the tubing. The pump was immediately turned off and the iab was removed. Another iab was placed with success. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.